Event description:
This case was initially received via regulatory authority((B)(6), reference number: (B)(4)) on 08-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and spinal osteoarthritis ('development of severe cervical osteoarthritis') in a (B)(6)-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), spinal osteoarthritis (seriousness criterion medically significant), myalgia ("various muscular pains"), visual impairment ("visual disturbances"), disturbance in attention ("difficulty concentrating"), aphasia ("difficulty finding words"), amnesia ("loss of memory"), adenomyosis ("adenomyosis"), uterine cyst ("intrauterine cysts"), insomnia ("insomnia"), vertigo ("vertigo"), dry skin ("dry skin"), alopecia ("hair loss"), food intolerance ("various food intolerances"), constipation ("diarrhoea followed by periods of constipation"), diarrhoea ("diarrhoea followed by periods of constipation"), asthenia ("asthenia"), mood swings ("mood swings"), aggression ("aggression"), fibromyalgia ("fibromyalgia pain") and depression ("depressive syndrome") and was found to have weight increased ("weight gain (15kg in 7 years) without managing to lose the weight gained (25kg lost since removal of the devices)"). The patient was treated with surgery (multi-stage cervical arthrodesis performed on c3/c4/c5/c6/c7 and total hysterectomy with removal of the ovaries). Essure was removed on (B)(6) 2018. The reporter considered adenomyosis, aggression, alopecia, amnesia, aphasia, asthenia, constipation, depression, diarrhoea, disturbance in attention, dry skin, fibromyalgia, food intolerance, insomnia, menorrhagia, mood swings, myalgia, spinal osteoarthritis, uterine cyst, vertigo, visual impairment and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.